Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had to get the district nurses out on (B)(6) 2024 to change the catheter. When they tried to blow the balloon up, the pipe joining the catheter had split where it joined the catheter and spilled water and urine everywhere. So, they got another one out and did the same thing. By that time, the patient was in agony due to prodding, poking etc. They were in tears and had 4 left after getting 3 ones in. The patient was exposed to hazardous, blood, or bodily fluids and experienced pain and discomfort. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation noted received 1 foley catheter. Upon visual inspection of the sample noted a hole or tear between the inflation valve and funnel on the catheter. No protrusions were present on the returned sample. This does not meet specification per inspection procedure which states "product must conforms to drawing". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be tears or holes due to manufacturing or handling problems. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital or nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water illed luer tip syringe. Do not use a needle tip syringe to inflate balloon. 6. Connect catheter to collection container. 7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 5ml balloon: use 5ml sterile water; 10ml balloon: use 10ml sterile water; 30ml balloon: use 35ml sterile water; do not exceed recommended capacities. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: do not aspirate urine through drainage funnel wall. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is damaged. Recommended indwelling time not to exceed 28 days." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had to get the district nurses out on (B)(6) 2024 to change the catheter. When they tried to blow the balloon up, the pipe joining the catheter had split where it joined the catheter and spilled water and urine everywhere. So, they got another one out and did the same thing. By that time, the patient was in agony due to prodding, poking etc. They were in tears and had 4 left after getting 3 ones in. The patient was exposed to hazardous, blood, or bodily fluids and experienced pain and discomfort. It was unknown what medical intervention was provided. Per sample received on 20 aug 2024, it was noted that the additional foley catheter was returned for evaluation.